Manufacturer narrative:
Additional information: a1, a2, a3, a4, a5, a6, b5, d9, f10/h6: health effect - impact codes, h3, h6, h11. The customer provided additional information via email that there is no patient involvement and this occurred at the biomed department during testing. H11: the device was received for evaluation. During functional testing, the reported problem "ec345" was not reproduced. A review of the event history log revealed "system error 345 (thermistor disparity)" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream thermistor value out of specification the force sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.